Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp chipped when reduced. Has a sharp edge and did not want to hit popliteal artery when reduced. No impact to patient. No additional information.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.